Event description:
It was reported that insulin pump excessively alarmed restart during the rewind/prime sequence.. Customer's blood glucose reading was 98 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with operating currents within specifications. Insulin pump passed self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump alarmed after battery change due to broken solder joint at connector interface board. No unexpected low battery or alarms noted. The low reservoir alarm feature working properly. Insulin pump received with cracked case at display window corners, minor scratches on lcd window. Alarms were found at the alarm history file. Software alarms occurred due to a corrupted history file.